Event description:
According to the reporter, during the laparoscopic hysterectomy procedure, while suturing the cuff, the needle broke into half and fell into the patient's cavity. There was a surgical extension of 30 minutes or more to search for the portion of the needle that had broken off and it was recovered. To resolve the issue, the surgeon opened a new suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.